Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10889. It was reported that the burr became stuck in the lesion and a rotawire fracture occurred and remained inside the patient. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 1.50mm rotalink¿ plus and a rotawire were used to treat the target lesion. During the procedure, ablation was performed with almost maximum speed and the burr crossed the lesion. At the same time the physician removed his foot from the foot pedal, and as a result the burr became stuck in lesion. Several attempts were performed to remove the burr but these failed. The physician then cut the shaft of the burr catheter and tried to remove the device by using a catheter for backup but the attempt also failed. The physician then tried to dilate the lesion using an additional wire; however, the wire failed to cross the lesion. The patient was sent for surgery to remove the burr. It was also reported that the rotawire used in the procedure fractured and remained in the patient. No further patient complications were reported.